Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colectomy procedure, the device had regrasp alert that the seal could not be done displayed in the gen erator. A metal piece fell off during mesenteric treatment but the metal fragment was identified and retrieved visually. An x-ray examination was performed after wound closure. A new device was used to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed seal plate damage consistent with arcing and damage in the knife track. A piece of metal was not detached; the piece returned by the user was amodel from the knife track. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade did not advance to the end of the jaws due to the damage. The jaw gap of the device was measured and it was found to be within specification. It was reported that there was an alarm activation and a component disengagement. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the jaws were inadvertently closed on a hard or metallic object while the device was activated. Damage to the seal plate can result in alarm activations and difficulty with activating the device. Damage to the amodel in the knife track likely due to the heat from the arc. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, h6 (ime, fdr-c07). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colectomy procedure, the device had regrasp alert that the seal could not be done displayed in the generator. A metal piece fell off during mesenteric treatment, but the metal fragment was identified and retrieved visually. A new device was used to resolve the issue. A routine x-ray examination was performed after wound closure. There was no patient injury.